Event description:
The urinal was leaking urine from a hole, at the base of the urinal. Three patients reported leaking urinals over the course of two days. I also talked to the distribution center in the hospital who supply the urinals to the departments and they said they seem thinner than what they used to be. Some of the urinals seem thinner in the corner where the wholes were. Manufacturer response for urinal, (brand not provided) (per site reporter): they are sending me ship material.